Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units. The customer reported that the pump displayed the cartridge was low on insulin, but alleged having 200 units of insulin remaining in the cartridge. Subsequently, the customer was unsure of the amount of insulin that had been delivered since the cartridge was loaded. There was no reported impact to the customer's blood glucose level. Although requested, the customer declined to reload the cartridge.